Event description:
It is possible for the abl 700 analyzer to make a calculation of the cto2 (a-v) value if the po2 value and the so2 is keyed in manually. The calculation is used for evaluating the oxygen consumption of the tissue cells. In the operators manual for abl 700 page 6-24 there is an explanation for this calculation. But the so2 value is not mentioned in the manual, by mistake. In the reference manual the formula is correct. The customer has noticed that the analyzer does not use the same formula for the calculation as mentioned in the manual. If the vlaue for so2 is not keyed in, the analyzer will estimate a value for so2 in relation to the po2 value keyed in. It is not possible to calculate the quantity of the error because of the missing so2 value. But is is possible that a patient migh get maltreated. The formula for this calculation, will be corrected by the next update of the manual.